Event description:
A home pt contacted baxter's technical service center for assitance during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt wanted to reprime the pt line of the homechoice set as the home pt noted air in the at the start initial drain. Further troubleshooting of the incomplete prime issue revealed that the home pt had connected their transfer set to the pt line of the homechoice set during the prime cycle. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt.